Event description:
On 01 august 2025, senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below examples for review. Date time sg value bg value a. (B)(6) 2025 12:04 199 181. B. (B)(6) 2025 23:55 220 221. C. (B)(6) 2025 21:24 91 135. D. (B)(6) 2025 18:03 312 244. The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm displayed results differing from glucometer measurements. The case was escalated to the next level of support for further review. A review of the data management system (dms) revealed inaccuracies, and several calibrations were rejected. Based on the escalation analysis, a sensor replacement was approved, with the sensor requested for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. The inaccuracy examples provided by the user indicated an inherent lag in the sensor's glucose sensing technology, with sensor glucose readings aligning with calibration values after approximately three to four subsequent sensor readings. Overall, the system demonstrated good agreement between blood glucose (bg) values and sensor glucose (sg) trends; however, intermittent noise was observed in the sg data. A review of the in-vivo raw sensor data did not reveal any anomalies that could account for these periods of increased variability. As the product was not returned to senseonics for further investigation by complaint closure, the observed performance issues are presumed to be related to the in-vivo condition of the hydrogel. The user was hospitalized due to a low glucose event associated with the sensor inaccuracy, which was reported under MFR# 3009862700-2025-01264. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 26 oct 2025. G3.date received by the manufacturer? 26 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4114,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.